Event description:
Four patient samples over a two week period with high recovery for creatinine. Only one patient example was provided. Initial creatinine result 250 umol/l. Patient sample was repeated, giving result of 80 umol/l. If additional information is received, appropriate notification will be provided.